Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history setting issue. It was reported that the basal history does not match the active basal program. It was noted that the pump was delivering less insulin than programmed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 18-mar-2019 device evaluation: the pump has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the pump histories showed that the basal history did not match, however, the history showed that the user edited the basal segments on 20-jan-2019. Prior to 20-jan-2019, zero basal records are recorded due to user intervention. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. There was no defect found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.